Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (>400 mg/dl) while wearing the pod. Symptoms reported include vision problems as well as vomiting. Once at the hospital the patient was monitored every 30 minutes. The patient was treated with glucose and saline, the patient was discharged from the hospital the following day. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.